Manufacturer narrative:
The service center tested the device and confirmed the report of image loss during angulation, due to an internal wiring failure at the distal tip. Device repair included replacement of the distal tip and bending section subassembly.

Event description:
It was reported that there was an image loss while angulating during a case. According to the report, there was no patient injury.